Manufacturer narrative:
There is no allegation that a da vinci product caused or contributed to the complication, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted myomectomy and endometriosis resection procedure, significant bleeding began after removing a 15cm fibroid. As a result of the bleeding, which was reportedly expected, the surgeon elected to convert the case to open surgery and hemostasis was achieved. The procedure was completed via open surgery.